Event description:
Plastic guard melted during use and drill bit bent during use. Dates of use: 2008. Diagnosis or reason for use: intraoperative dental procedure. Event abated after use stopped or dose reduced: yes.